Event description:
It was reported to philips that the device is down and customer needs quotation. There was no patient involvement. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but there is no additional information available.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is down and customer needs quotation. There was no patient involvement.